Manufacturer narrative:
(B)(4). No physical product or photographs are available for evaluation. Device history records and inspection reports cannot be reviewed since the lot number is unknown. The device was used for treatment. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported the patient experienced a linear fracture of the humeral neck during removal of the humeral nail.